Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the staples. To date the staples have not been returned. If the staples or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the only information provided is during a bowel resection, location of bowel not provided, the surgeon fired tx60b and the staples did not form. Second device tx60b was fired to close the compromised "otomy". Device was not saved but staples were kept and are available to be shipped backed. Case was completed successfully with no delay and no patient consequences.

Manufacturer narrative:
Product complaint (B)(4). Evaluation summary: the analysis results found that 18 unformed staples were received inside of a plastic bag. The event described could not be confirmed as no device was returned for analysis.